Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the probe broke down at 16mm from the distal end. There was no scratch or crack found in the fracture's surface. The shape of the fracture surface showed that the fracture developed from the side surface of the probe tip. The manufacturing history was reviewed, with no irregularities noted. As the result of the eval, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted and the stress put on the probe resulted in the break, the instruction manual of sonosurg scissors prohibits the usage as mentioned above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a laparoscopic uterine myomectomy, the subject device did not activate output. The physician confirmed that the probe broke. The broken piece of the probe was taken out from pt body cavity. The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported.